Event description:
It was reported the patient is diagnosed with (B)(6) endocarditis and (B)(6). The device and lead were explanted with no intention of replacement at this time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.